Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the tracker was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The tracker was returned to the manufacturer for evaluation. Testing found that the tracker light flashed continuously and that the tracker could not be tracked by a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: 9730259, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that system did not see the tracker. The site replaced the batteries on the tracker as part of troubleshooting. Additional information was received that replacing batteries in the tracker did not restore functionality.